Manufacturer narrative:
(B)(4). Results: death, mi, stent thrombosis. The information could not be matched with other information known to medtronic. Attempts made to obtain additional details. Date of event - date of publication. Date of death - date of publication. Event occurred during 2 year study. American heart journal. Reference volume 165, issue 1. "Comparative efficacy of 2 zotarolimus-eluting stent generations: resolute versus endeavor stents in patients with coronary artery disease."

Event description:
This study compared the efficacy of endeavor resolute drug-eluting stents versus endeavor drug-eluting stents in patients with coronary artery disease. In two randomized trials 1,000 patients were treated with endeavor resolute and 339 patients treated with endeavor. The efficacy endpoint of interest was target lesion revascularization and the safety endpoints were the combined incidence of cardiac death or myocardial infarction related to target vessel as well as the incidence of definite stent thrombosis at 2-year follow-up. The incidence of target lesion revascularization at 2 years was 12.0% in the endeavor resolute group and 16.0% in the endeavor group. The incidence of cardiac death or myocardial infarction was 5.5% in the endeavor resolute group and 4.8% in the endeavor group. The incidence of definite stent thrombosis was 0.4% in the endeavor resolute group and 0.6% in the endeavor group. All measures of angiographic restenosis were in favor of the in the endeavor resolute; in-stent late lumen loss was approximately 0.29 with the in the endeavor resolute group versus approximately 0.58 with the endeavor group. The study concluded that the comparison of the 2 zotarolimus-eluting stents suggested that the in the endeavor resolute as compared to the endeavor displayed overall superior anti-restenotic efficacy. Both devices were associated with a similar low risk of adverse safety events through 2 years.